Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) contracted a (B)(6) infection which traveled to the device. The patient was being prepared for a device explant when they passed away. It was noted that the patient was unable to withstand the anesthesia. The device was not removed.